Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating that there was no device issue with the fall, 3 broken ribs and spending 3 weeks in the hospital. The replacement recharger resolved the issue of the ins depleting overnight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the night before they went to their healthcare provider (hcp), they charged their implantable neurostimulator (ins) fully. They saw their hcp on (B)(6) 2020 and they checked the system. They told the patient their ins battery level was nearly empty. The patient stated on (B)(6), they had fallen down and broke 3 ribs on the left side, then spent 3 weeks in the hospital. Their hcp is aware of the fall they had. Their ins is on their right side. It was reviewed that an ins depleting overnight is not expected but replacing the implantable neurostimulator recharger (insr) may resolve if it was related to a recharging issue. The issue may need to be checked in person by their hcp.

Event description:
Additional information was received from the patient stating that the cause of the fall was not determined, patient lost their balance while trying to step over an 18" wall. The replacement of the recharger apparently resolved the ins depleting overnight.